Event description:
The customer reported that a propofol 1000mg/100ml infusion that was intended to infuse at 3ml/h was found running at 20ml/h. The order was as follows: "titrate to rass of -2. Change rate 5 mcg/kg/min every 10 minutes. Max rate 50 mcg/kg/min for ICU sedation". The nurse stated that the vtbi had been changed approximately 15 minutes earlier. The patient was un-arousable for a few minutes but awakened after the rate was changed back to 3ml/h, and the customer stated that no harm occurred.

Manufacturer narrative:
The customer¿s report of an over infusion of propofol was confirmed through a review of the pcu event log. The log confirmed that the user initially programmed a propofol infusion at 7:31am on (B)(6) 2015 for 5mcg/kg/min (rate 2.25ml/hour). At 4:27 pm the user programmed a dose of 105mcg/kg/min which resulted in a rate of 47.5ml/hr, which ran for 12 minutes then ended in an infusion complete-kvo alert, at which time the infusion changed to the customer defined kvo rate of 20ml/hr. The customer identified that this kvo rate was much higher than the intended programmed rate, however due to the programming error that resulted in the rate of 47.5ml/hr (105mcg/kg/min), the kvo rate correctly infused at 20ml/hr. The kvo rate was also confirmed in system configuration mode to be a maximum of 20ml/hr. The pump module was tested for rate accuracy and was found to be within manufacture¿s specification. The root cause of the reported over infusion of propofol was determined to be user programming.

Event description:
The customer reported that a propofol 1000mg/100ml (physician orders titrate to rass of -2. Change rate 5 mcg/kg/min every 10 minutes. Max rate 50 mcg/kg/min for ICU sedation) infusion was programmed at 10 mcg/kg/min and the rate was 3ml/hour. The device was alarming kvo and the rate was 20ml/hour which is higher than the intended programmed rate. Approximately 15 minutes prior the user entered volume to the vtbi. The patient could not be aroused and the user changed the rate back to 3ml/hour and the patient woke up a few minutes later. There was no patient harm and patient was discharged home on (B)(6) 2015. The device was sequestered and sent to biomed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.